Event description:
It was reported that the burr became stuck with the rotawire. The severely stenosed target lesion was located in the mildly tortuous and moderately calcified left circumflex artery. A 1.50mm rotalink burr and a 330cm rotawire and wireclip torquer were selected for use. During the procedure, it was noted that the burr became stuck with the guidewire. Both devices were removed normally and the procedure was completed with another of same device. No complications reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The proximal end, middle section, distal end, and spring tip were visually and microscopically examined. Inspection of the device found numerous kinks in the body of the rotawire. Functional testing was performed using the returned burr catheter. During testing, the returned rotawire was able to be removed with resistance, but was not able to be reinserted due to the numerous kinks in the body of the rotawire. The returned rotawire was able to be removed with resistance but was not able to be reinserted due to the kinks in the rotawire. No other issues were identified during the product analysis.

Event description:
It was reported that the burr became stuck with the rotawire. The severely stenosed target lesion was located in the mildly tortuous and moderately calcified left circumflex artery. A 1.50mm rotalink burr and a 330cm rotawire and wireclip torquer were selected for use. During the procedure, it was noted that the burr became stuck with the guidewire. Both devices were removed normally and the procedure was completed with another of same device. No complications reported and patient was stable post procedure.